Event description:
Information was received that this smiths medical cadd solis vip pump experienced under infusion. No patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the pump was accurate during all accuracy testing. No fault was found with the returned pump. The expulsor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.